Event description:
Reportedly, there was compression of the stent from 10cm to 6cm. Surgeon says that he did not touch the handpiece and has held it fixed and straight.

Manufacturer narrative:
Device not returned.